Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms showed redness and fever. The physician believed it was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms showed redness and fever. The physician believed it was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.